Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the light guide (lg) lens was dirty on the inside. Other observations for the device are: due to a cut on connecting tube, water tightness is lost; adhesive on distal end rubber coating (a-rubber) is detached; connecting tube has a buckling; scope (s) s-cover, grip, switch (sw) 1, sc cover, and distal end cover (c-cover) all have a scratch; forceps channel port has a dent; s-cylinder is shaved; control unit has discoloration; due to wear of angle wire, bending angle in up/down/left/right direction does not meet the standard value and there is play in up/down knob; and due to damage on k-wire (forceps elevator coil), forceps raising angle and fixing force of guide wire do not meet the standard value. The user¿s complaint of device angles being reduced in al direction and the guide wire not rising fully was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer sent in the device for evaluation and repair for the issue of device angles being reduced in al direction and the guide wire not rising fully. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the light guide (lg) lens was dirty on the inside. This medwatch is being submitted for the reportable issue of the lg lens being dirty on the inside as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress, gaps were created in the lg lens adhesive, and the inside of the lg lens became dirty. The event can be detected by following the instructions for use which state: "inspect the endoscope." Olympus will continue to monitor field performance for this device.